Event description:
Allergan received a report that a male patient was treated on (B)(6) 2014 with coolfit to the breast with treatment parameters of 60/75/60. Patient was also treated with 1 coolcore to the lower abdomen that same day. Patient reported pain after the treatment and therefore refused the massage. On (B)(6) 2015, the patient was assessed by a consultant reported a case of paradoxical hyperplasia (ph) on the breast 1 year post treatment.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2014 with coolfit to the breast with treatment parameters of 60/75/60. Patient was also treated with 1 coolcore to the lower abdomen that same day. Patient reported pain after the treatment and therefore refused the massage. On (B)(6) 2015, the patient was assessed by a consultant reported a case of paradoxical hyperplasia (ph) on the breast 1 year post treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction for the other legacy product.